Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge errors while loading multiple cartridges. After attempting to load a few cartridges, the customer was able to load one successfully. The customer's blood glucose level was in the normal range (approximately 120 mg/dl). As the contact did not have the pump at the time of the report, troubleshooting could not be performed.